Event description:
It was reported that this right ventricular lead exhibited high out of range pace and shock impedance measurements. This device system was also noted to have delivered two inappropriate shocks. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.